Event description:
A malfunction alarm identified as malf 9 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted in the process, and confirmed the issue did not recur after the reset. The customer was advised to continue using the pump and to report if the problem recurred.